Manufacturer narrative:
This is one of two related reports. This report represents the impella rp flex and another report will be submitted to represent the impella cp. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella rp flex device was inserted via the left femoral vein in a 57-year-old male patient presenting with cardiomyopathy, with a history of renal insufficiency. The patient¿s clinical state prior to initiation of support was identified as scai shock stage d. During support, the patient developed pink-tinged urine. Plasma-free hemoglobin was measured at 82. The cp device was attempted to be repositioned by interventional cardiology. At bedside, the critical care physician used point-of-care ultrasound to assess the device. The pump appeared deep (elbow below aortic valve, but depth could not be measured). An attempt to pull back the device was recommended, but the critical care physician declined and deferred to interventional cardiology, who stated that there was ¿no point in repositioning as it will keep moving.¿ nursing staff were instructed to continue trending plasma-free hemoglobin every 24 hours. The patient was on bipella support when hemolysis was reported to have occurred. There were no allegations of positioning issues against the rp flex and no intervention was performed to address the hemolysis. The patient survived to explant. The hemolysis may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiomyopathy, renal insufficiency and critical illness.

Manufacturer narrative:
D4 (primary UDI number) has been updated. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax); d4(serial) upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the issue was not established as no product or logs were returned and limited information was provided.